Event description:
Discordant advia centaur xp ehiv results were obtained on samples from two patients. (B)(6). There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp ehiv results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site and performed a full system inspection. The system was fully functional. No conclusion can be drawn. The cause for the discordant advia centaur xp ehiv result is unknown. The instrument is performing within specification. The IFU states in the limitations section: "the advia centaur hiv 1/o/2 enhanced assay is limited to the detection of antibodies to hiv-1 and/or hiv-2 in human serum or plasma (potassium edta, lithium or sodium heparinized, and acd). It is recognized that currently available assays for the detection of antibodies to hiv-1 and/or hiv-2 may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with hiv. Hiv antibodies may be undetectable in some stages of the infection and in some clinical conditions." The IFU states in the interpretation of results section: "repeatedly reactive specimens must be investigated using supplemental tests for hiv-1 and/or hiv-2. The us public health service may periodically issue recommendations for appropriate use of supplemental test. In specimens giving indeterminate supplemental test results, testing of a subsequent sample drawn at a later date (such as 1-6 months) is recommended. For individuals who are confirmed positive for antibodies, appropriate counseling and medical evaluation should be offered and are considered an important part of testing for antibody to hiv-1 and hiv-2."